Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. The sample opened by the client was received degraded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage could not be reliably determined. Replication of the observed damage may occur if it is exposed to prolonged high temperatures or the temperature of the environment when it is out of its packaging. The exposure time for the product is up to 672 hours. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle-thread combination was torn and was discerpted in two cases. No further details provided.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of (26) twenty six devices. The sample opened by the client was received degraded. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage could not be reliably determined. Replication of the observed damage may occur if it is exposed to prolonged high temperatures or the temperature of the environment when it is out of its packaging. The exposure time for product is up to 672 hours. If information is provided in the future, a supplemental report will be issued.